Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2009, a patient/layperson alleged that his onetouch ultralink prompted er2 at 10 a.m. Er2 informs the user there is a problem with either the test strip or the meter. The patient took no action other than calling customer service. Although reportedly anxious after the alleged issue began, anxiety does not meet the criteria for serious injury. Since the alleged issue of er2 was not resolved, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.